Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, during alignment of the 29 mm sapien 3 valve, the gross alignment was completed, the system was locked and fine adjustment was being performed when a ¿loud snap¿ was heard from the delivery system. It was unknown if the sound came from the handle. The system was advanced, but during implantation the balloon would not inflate. The valve could not be withdrawn into the esheath for removal. The patient was converted to open heart surgery.  The distal tip and balloon part of the delivery system was cut with wire cutters to remove, then the rest of the delivery system was retrieved through the esheath. The patient is currently stable.

Manufacturer narrative:
The device was not returned for evaluation. Imagery of the device after use and the patient anatomy was provided for review. In the photograph of the device taken after the procedure, blood is seen in the balloon, indicating that there is a leakage in the system. The outflow struts are flared outward, supporting they may have been caught on the sheath during retrieval. Additionally, the distal end of the balloon appears curved relative to the valve, suggesting that valve alignment may have been performed at a bend. In the CT imagery (patient anatomy) provided, a deep bend can be seen at the aortic bifurcation and abdominal aorta. However, the access vessel does not appear to be tortuous. A device history review was performed and did not reveal any issues that could have contributed to this complaint event. A lot history review was performed and revealed no other complaints relating to ¿delivery system ¿ leakage¿ or ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿. A review of the complaint history revealed that the occurrence rate did not exceed the april control limit for the trend category of ¿withdrawal difficulty¿. However, the april control limit for the trend category of ¿leakage¿ was exceeded. Although the trend category of ¿leakage¿ exceeded the april 2018 control limit for the commander delivery system, the presence of a manufacturing non-conformance was unable to be determined due to the unavailability of the device. Additionally, a review of complaints and available information in complaint history review revealed that no product non-conformances or IFU/training manual deficiencies have been identified in relation to this issue. As such, a product risk assessment (pra) escalation is not required. No instructions for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. The complaints for ¿delivery system ¿ leakage¿ and ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ were confirmed. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing nonconformance was unable to be confirmed. However, a review of complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. Since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. The following patient and/or procedural factors can possibly contribute to delivery system leakage: the crimp balloon is torn and separates adjacent to the I/c bond (note: the complaint site reported that ¿during attempted valve deployment the delivery system balloon did not inflate at all and it was thought to be ruptured.¿). Potential root causes for separation of the crimp balloon material proximal to the I/c bond have previously been identified and documented. The documentation demonstrated that performing valve alignment in tortuous anatomy could result in increased forces being applied to the bond area causing weakening/separation adjacent to the bond area. Although it was stated that there was none to minimal tortuosity present, it¿s possible that valve alignment was performed in a curved section of the aorta, which would have also resulted in increased alignment forces. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. Excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). Kinking of the delivery system during insertion/advancement or improper insertion of the stylet or guidewire results in damage to the guidewire lumen. Calcification in the patient anatomy damages the inflation balloon and/or crimp balloon. The valve should be centered on the flex tip prior to retrieval. Failure to do so can lead to non-coaxial retrieval of the valve, increasing the likelihood of it getting caught on the sheath tip. Additionally, retrieving the valve in non-straight anatomy can also increase likelihood of non-coaxial retrieval. Because the proximal valve struts are bent, it is possible that the valve did get caught on the sheath tip, contributing to withdrawal difficulty. A definite root cause is unable to be determined at this time, but based on given information, patient/procedural factors may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints ¿delivery system ¿ leakage¿ and ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ were able to be confirmed. Since applicable devices were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. However, available information suggests that patient/procedural factors, contributed to the reported event. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time. Review of complaint history revealed that the occurrence rate did not exceed the april 2018 control limit for the trend category ¿withdrawal difficulty¿. However, the occurrence rate did exceed the april 2018 control limit for the trend category of ¿leakage¿.